Event description:
User alleges they had two events where the flange ripped. One event after one week of use and the second event after two weeks of use. Father heard a leak and the ventilator alarmed low pressure. They have used this type of tracheostomy tube for 16 years. No adverse outcome.

Manufacturer narrative:
Results eval: investigation: one tracheostomy tube was returned. Visual examination reveals the tube exhibited a tear across the tubing at the edge of the bottom of the flange. Examination, under magnification, showed that the tear extended completely through the tubing wall. There was no indication of heat damage or thinning of the tubing wall in the area of the tear. The tear appears to have started at the bottom of the tube (where lower portion of stoma would contact tube) and propagated across about 50% of the tube. The tube was cut into sections to examine the weld of the tube to the flange. The weld was adequate and complete. A similar size 7.0mm flexible tracheostomy tube (same size and material as complaint tube) was obtained from the production floor and an attempt to replicate the report was done by trying to tear, by flexing the tube back and forth more than a dozen times at 90 degrees to the flange, and could not even begin to initiate a tear in the tubing. No lot number was provided so we are unable to review the manufacturing lot numbers. Root cause: we were able to confirm the complaint of the tear that compromised the tracheostomy tube. We cannot determine what caused this tear or reproduce any type of tear. There was no indication of any type of manufacturing defect. As this is the first report of this nature, no corrective action was taken as a result of this incident but all details have been entered into the complaints history database for future trending.